Event description:
It was reported that the 8800 system had problems booting in the morning. However, once booted it would work as expected. No pt injuries reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation indicated need to replace the cpu. Cpu replaced and system tested for proper operation. System functioned as intended and returned to service.